Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no external damage in the construction of the device. There was no damage to the distal tip and no loose components. There was an orange-colored residue on the proximal outside diameter of the outer hub (locking area) when returned. Additionally, there were striations on the proximal outside diameter of the inner shaft. The outside diameter of the locking area shall be 0.340 +0.003/-0.001 inches and the actual measurement was 0.340 inches which was in specification. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece and oscillated at 3000 rpm with no issues ¿ no wobbling or excessive vibrations or grinding noises were observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when the doctor installed the blade into the handpiece for testing, it was found that the tip of blade had obviously sway. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There is no patient involved in this event.